Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has detected intermittent high out-of-range shock impedance measurements since implant. Attempts to recreate impedance variability in clinic were successful. Boston scientific technical services (ts) suspects either a loose setscrew or possible lead damage. An x-ray was obtained but did not provide any clarity to the root cause. Surgical intervention was performed and all connections were secured. The leads were removed, cleaned, visually inspected and reconnected. Following all measurements were within normal limits. The device and lead remain in service. No additional adverse patient effects were reported.